Event description:
On (B)(6) 2021, a philips field service representative came on-site and repaired a ev300 ventilator that had failed with the red screen and message ¿ventilator inoperative¿ displayed, just like the other 3 similar incidents that we had in (B)(6) 2021. This time however the issue was the main circuit board (pca board), not a software issue like the previous ones. This makes 4 total ev300¿s in the last 6 months that have had ¿ventilator inoperable¿ alarms that had to be resolved by philips. Manufacturer response for ev300, trilogy (per site reporter). Software update, field service engineer onsite repair.